Event description:
Note: this report pertains to the first of two reported malfunctions, which occurred during the same procedure. Refer to associated MFR report #3005099803-2008-05232 for details regarding the second device. According to the complainant, after replacing the first device with another rx tapered tip cannula, contrast was leaking out of the distal end of the device. Reportedly, the procedure was completed with another rx tapered tip cannula device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.